Event description:
Reporter indicated that patient was unable to be awakened in the morning. Patient's family member tested their blood glucose at 44mg/dl. Reporter indicated that patient was given glucagon and juice and emts were contacted. Emts arrived after patient began to recover and monitored vital signs for a short period of time. Patient switched to backup device and reporter indicated that there had been no problems since. Patient's current condition:good.